Event description:
It was reported that during a sigmoidectomy procedure, the adjustable locking cam was very hard to use. The adjustable locking cam was hard, but it was functioned. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of the device found that it was received in good condition. The lockout cam mechanism was activated and deactivated with no anomalies noted; it performed as intended. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the mfg process.